Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had swelling at the ipg site. The physician believed that the swelling was not device nor procedure related however, was likely due to postoperative fat necrosis or seroma. The physician removed some yellowish fluid from the ipg pocket site and the patient was prescribed with antibiotics. The patient was doing well.